Event description:
It was reported that patient presented to ER after receiving shocks. Testing revealed noise. No electrical anomalies were found. Pt opted to have his device turned off. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.